Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On 09/04/2014 it was determined that the suspect medical device manufacturer location was incorrectly documented. A new manufacturer report (number 3002809144-2014-00179) has been submitted and all further information will be documented under that MDR number. An evaluation is in-process.

Event description:
The customer observed falsely elevated parathyroid hormone results for eighteen patients while using the architect intact pth assay (range 15-68) compared to results generated using the synlab pth method (range 12-72). The customer provided the following data (intial: abbott architect ipth/ retest: synlab): initial 35, retest 26. Initial 40, retest 25. Initial 47, retest 28. Initial 47, retest 29. Initial 54, retest 34. Initial 64, retest 42. Initial 67, retest 49. Initial 77, retest 51. Initial 80, retest 58. Initial 81, retest 51. Initial 83, retest 58. Initial 85, retest 43. Initial 100, retest 64. Initial 114, retest 83. Initial 116, retest 87. Initial 118, retest 82. Initial 184, retest 114. Initial 230, retest 166. No adverse impact to patient management was reported. The result was not reported out of the laboratory.